Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a sphincterotomy procedure. According to the complainant, during the procedure, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be okay.

Manufacturer narrative:
The device component code 430 relates to the device problem code 1069 for the reported event of cutting wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cutting wire was burnt and broken. The cutting wire was discolored from usage and the broken ends appeared blackened. The distal pierce hole of the extrusion was slightly melted. The broken cutting wire was bent back at the distal pierce hole. The outer diameter of the exposed cutting wire was measured and found to be within specification. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that the cutting wire broke likely due to being grounded against some part of the scope and/or higher power settings. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a sphincterotomy procedure. According to the complainant, during the procedure, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be okay.